Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was hospitalized due to diabetic ketoacidosis in the past. The customer was treated with manual injections. The customer was assisted with displacement test and it was passed. The customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. The customer also stated that they did not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.